Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Computed tomography of the abdomen without contrast revealed the position of the filter apex was at the level of right renal vein (lower vein) and distal portion 2.7 cm distal to inferior margin of right renal vein and 5.2 cm distal to lower margin of left renal vein. No definite evidence for tilt and no definite strut deformity/fracture. Some of the filter struts were penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. The patient reportedly experienced occasional abdominal pain. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time, post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced occasional abdominal pain; however, the current status of the patient is unknown.